Event description:
It was reported that the pump emitted multiple loss of prime alarms. The pump was returned to animas for evaluation. During evaluation the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Correction number - 2531779-03/24/2010-003-r.